Event description:
It was reported that a large volume infusor overinfused. The reporter stated that the device infused over 24 hours and not the expected 48 hours. The device had been filled with fluorouracil 3200 mg in in d5w 5ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from january 04, 2022 - january 05, 2022. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported overinfusion problem. A functional flow rate test was performed and the flow rate were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.